Manufacturer narrative:
Ventilation with high-frequency pressure oscillations enables gas to be exchanged in the lungs despite very small tidal volumes (often in the dead space volume range). While pressure amplitudes may be considerable in the breathing circuit, only small fluctuations occur around the mean pressure in the lungs. The mechanical load due to periodic expansion and relaxation of the lungs is low. Dependent to the set parameters during hfo (high frequency oscillation), the disconnection and leakage detection and mv monitoring are only possible to a limited extent. For this reason the instructions for use states that external monitoring for mv and disconnection during hfo has to be used. Additionally the accuracy of the pressure measurements during hfo has to be ensured by performing a breathing circuit check to determine the resistance and compliance values. Otherwise the mean airway pressure could deviate from the set values. The user stated that a leakage caused by a missing sealing ring inside the y-piece is hard to locate during operation. As a remedy a colored sealing ring was suggested. Dräger investigated the issue with the given information. No logfiles were available as the described issue was recognized already some time ago. The sealing ring of the y-piece neonatal flow sensor has a very tight fit and can only be detached by the use of a tool. However, with increasing number of reprocessing cycles, the likelihood of a potential detachment may increase due to aging. Therefore it is described in the IFU of the neonatal flow sensor that the sensor shall be inspected for visible damage after each reprocessing cycle. In order to detect potential contaminations effectively the sealing ring is intentionally made of a transparent material. A color change of the sealing ring is not planned for that reason. The number of similar cases are very low and within the accepted range assessed by product quality board.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that due to a missing sealing ring at the y-piece a leak developed which only was located by the rt (respiratory therapist). This occurred during ventilation with hfv, which is the reason why the device did not alarm since leakages cannot be detected reliably. Patient's state of health deteriorated due to oxygen desaturation.